Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery and power management board will be replaced to address the issue. A hot temperature alarm was observed in the ventilator's downloaded error log. The increased airstream temperature (hot temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted in regards to the hot temperature alarm.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.